Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge stm that found the issue replaced the batteries and missing screw. The stm also replaced the expired safety disk. The stm then, completed the pm with full calibration, functional testing and safety check to factory specifications. The unit passed all functional and safety tests per factory specifications and was returned to customer and cleared for clinical use. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cs300 intra-aortic balloon pump (iabp) failed the battery runtime test. There was no patient involved and no adverse event was reported.